Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("migration of essure device/ perforation (uterus)"), pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea cramping),") in a (B)(6) year-old female patient who had essure (batch no. A14898, a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera and nuvaring. Past adverse reactions to the above products included ectopic pregnancy with depo provera; and hysterectomy with nuvaring. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), mood swings ("hormonal changes describe: mood changes/ bad mood"), depression ("psychological or psychiatric problems condition: sever depression"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: urinary tract,"), psoriasis ("rashes or skin conditions type: psoriasis"), headache ("migraines / headaches"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), tooth disorder ("seven teeth removed"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vision blurred ("vision/ eye problems type: blurry vision"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (seven teeth removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, mood swings, depression, urinary tract infection, psoriasis, headache, migraine, allergy to metals, tooth disorder, dyspareunia, vision blurred, weight increased and fatigue outcome was unknown. The reporter considered allergy to metals, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, psoriasis, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not have any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: aka names added. Event added as hormonal changes describe: mood changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/ vaginal) type: urinary tract, psychological or psychiatric problems condition: sever depression, rashes or skin conditions type: psoriasis, migraines / headaches, nickel allergy, surgery (other) type of surgery: seven teeth removed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/ eye problems type: blurry vision, fatigue, perforation (uterus), weight gain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("migration of essure device/ perforation (uterus) /migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and dysmenorrhoea ("dysmenorrhea cramping),") in a 27-year-old female patient who had essure (batch nos. A14898 and a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida (gravida 4), anemia, cholecystectomy in 2006, gravida, ectopic pregnancy in 2013 and salpingectomy. Previously administered products included for birth control: depo provera and nuvaring. Past adverse reactions to the above products included ectopic pregnancy with depo provera; and hysterectomy with nuvaring. Concurrent conditions included menstruation abnormal and cervicitis cystic. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on an unknown date. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), mood swings ("hormonal changes describe: mood changes/ bad mood"), depression ("psychological or psychiatric problems condition: sever depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), psoriasis ("rashes or skin conditions type: psoriasis"), headache ("migraines / headaches"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), tooth extraction ("seven teeth removed /dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vision blurred ("vision/eye problems type: blurry vision"), weight increased ("weight gain"), fatigue ("fatigue"), procedural complication ("insertion injury") and infection ("infections"). The patient was treated with surgery (total hysterectomy, salpingectomy left), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterctomy with unilateral salpingectomy) and surgery (seven teeth removed). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, menstrual disorder, mood swings, depression, urinary tract infection, psoriasis, headache, allergy to metals, tooth extraction, dyspareunia, vision blurred, weight increased and procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, fatigue and infection was resolving. The reporter considered allergy to metals, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural complication, psoriasis, tooth extraction, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not have any complications from your essure removal procedure. Five coils were noted to project, diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, fallopian tube perforation, pelvic pain, uterine perforation. Lot number: a14898 manufacture date: 2012-05 expiration date: 2015-05 . Lot number: a22178 manufacture date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("migration of essure device/ perforation (uterus) /migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain/pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and dysmenorrhoea ("dysmenorrhea cramping),") in a 27-year-old female patient who had essure (batch no. A14898, a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (gravida 4), anemia, cholecystectomy in 2006, gravida, ectopic pregnancy in (B)(6) 2013 and salpingectomy. Previously administered products included for birth control: depo provera and nuvaring. Past adverse reactions to the above products included ectopic pregnancy with depo provera; and hysterectomy with nuvaring. Concurrent conditions included menstruation abnormal and cervicitis cystic. Concomitant products included ibuprofen, ibuprofen (motrin) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood changes/ bad mood"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: sever depression/ depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). On (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient underwent tooth extraction ("seven teeth removed /dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), procedural complication ("insertion injury"), infection ("infections"), back pain ("lower back area pain") and complication of device insertion ("insertion complication/first attempt to place essure failed. Second attempt was successful."). The patient was treated with paracetamol (tylenol) and surgery (hysterctomy with unilateral salpingectomy, hysterectomy with unilateral salpingectomy, seven teeth removed, hysterectomy with unilateral salpingectomy and total hysterectomy, salpingectomy left). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, mood swings, depression, urinary tract infection, psoriasis, headache, allergy to metals, tooth extraction, dyspareunia, vision blurred, weight increased, procedural complication, anxiety and complication of device insertion outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine and back pain had resolved and the genital haemorrhage, fatigue and infection was resolving. The reporter considered allergy to metals, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural complication, psoriasis, tooth extraction, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not have any complications from your essure removal procedure. Five coils were noted to project, diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: results: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, fallopian tube perforation, pelvic pain, uterine perforation. Lot number: a14898 manufacture date: 2012-05 expiration date: 2015-05. Lot number: a22178 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs received. Events added: mental anguish, insertion complication, lower back area pain. Outcome of events were updated: pelvic pain, back pain, vaginal bleeding, menorrhagia, dysmenorrhea, migraines. Treatment drug and concomitant drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("migration of essure device/ perforation (uterus) /migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and dysmenorrhoea ("dysmenorrhea cramping),") in a 27-year-old female patient who had essure (batch no. A14898, a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida (gravida 4), anemia, cholecystectomy in 2006, gravida, ectopic pregnancy in 2013 and salpingectomy. Previously administered products included for birth control: depo provera and nuvaring. Past adverse reactions to the above products included ectopic pregnancy with depo provera; and hysterectomy with nuvaring. Concurrent conditions included menstruation abnormal and cervicitis cystic. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 11 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), mood swings ("hormonal changes describe: mood changes/ bad mood"), depression ("psychological or psychiatric problems condition: sever depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), psoriasis ("rashes or skin conditions type: psoriasis"), headache ("migraines / headaches"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), tooth extraction ("seven teeth removed /dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vision blurred ("vision/eye problems type: blurry vision"), weight increased ("weight gain"), fatigue ("fatigue"), procedural complication ("insertion injury") and infection ("infections"). The patient was treated with surgery (total hysterectomy, salpingectomy left), surgery (hysterectomy with unilateral salpingectomy), and surgery (seven teeth removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, menstrual disorder, mood swings, depression, urinary tract infection, psoriasis, headache, allergy to metals, tooth extraction, dyspareunia, vision blurred, weight increased and procedural complication outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, migraine, fatigue and infection was resolving. The reporter considered allergy to metals, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural complication, psoriasis, tooth extraction, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not have any complications from your essure removal procedure. Five coils were noted to project, diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2013: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, fallopian tube perforation, pelvic pain, uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: insertion injury, abnormal bleeding and infections were added as events. Menorrhagia start date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('migration of essure device/ perforation (uterus) /migration of essure device location of device: uterus'), pelvic pain ('severe pelvic pain/pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding/ bleeding') and dysmenorrhoea ('dysmenorrhea cramping),') in a 27-year-old female patient who had essure (batch no. A14898, a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2013, cholecystectomy in 2006, gravida (gravida 4), anemia, gravida and salpingectomy. Previously administered products included for birth control: depo provera and nuvaring. Past adverse reactions to the above products included ectopic pregnancy with depo provera; and hysterectomy with nuvaring. Concurrent conditions included menstruation abnormal and cervicitis cystic. Concomitant products included ibuprofen, ibuprofen (motrin) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood changes/ bad mood"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: sever depression/ depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). On (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient underwent tooth extraction ("seven teeth removed /dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), procedural complication ("insertion injury"), infection ("infections"), back pain ("lower back area pain") and complication of device insertion ("insertion complication/first attempt to place essure failed. Second attempt was successful."). The patient was treated with paracetamol (tylenol) and surgery (hysterctomy with unilateral salpingectomy, hysterectomy with unilateral salpingectomy, seven teeth removed, hysterectomy with unilateral salpingectomy and total hysterectomy, salpingectomy left). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, mood swings, depression, urinary tract infection, psoriasis, headache, allergy to metals, tooth extraction, dyspareunia, vision blurred, weight increased, procedural complication, anxiety and complication of device insertion outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, migraine and back pain had resolved and the fatigue and infection was resolving. The reporter considered allergy to metals, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural complication, psoriasis, tooth extraction, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not have any complications from your essure removal procedure. Five coils were noted to project, patient received treatment for : pelvic pain , abdominal , dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: results: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, fallopian tube perforation, pelvic pain, uterine perforation. Lot number: a14898 manufacture date: 2012-05 expiration date: 2015-05. Lot number: a22178 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added event outcome : pain , bleeding were updated to recovered.event: abdominal pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('migration of essure device/ perforation (uterus) /migration of essure device location of device: uterus'), pelvic pain ('severe pelvic pain/pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding/ bleeding') and dysmenorrhoea ('dysmenorrhea cramping),') in a 27-year-old female patient who had essure (batch no. A14898, a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2013, cholecystectomy in 2006, gravida (gravida 4), anemia, gravida and salpingectomy. Previously administered products included for birth control: depo provera and nuvaring. Past adverse reactions to the above products included ectopic pregnancy with depo provera; and hysterectomy with nuvaring. Concurrent conditions included menstruation abnormal and cervicitis cystic. Concomitant products included ibuprofen, ibuprofen (motrin) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood changes/ bad mood"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: sever depression/ depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). On (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6)2015, the patient underwent tooth extraction ("seven teeth removed /dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), procedural complication ("insertion injury"), infection ("infections"), back pain ("lower back area pain") and complication of device insertion ("insertion complication/first attempt to place essure failed. Second attempt was successful."). The patient was treated with paracetamol (tylenol) and surgery (hysterctomy with unilateral salpingectomy, hysterectomy with unilateral salpingectomy, seven teeth removed, hysterectomy with unilateral salpingectomy and total hysterectomy, salpingectomy left). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, mood swings, depression, urinary tract infection, psoriasis, headache, allergy to metals, tooth extraction, dyspareunia, vision blurred, weight increased, procedural complication, anxiety and complication of device insertion outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, migraine and back pain had resolved and the fatigue and infection was resolving. The reporter considered allergy to metals, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural complication, psoriasis, tooth extraction, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not have any complications from your essure removal procedure. Five coils were noted to project, patient received treatment for : pelvic pain , abdominal , dysmenorrhea . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, fallopian tube perforation, pelvic pain, uterine perforation. Lot number: a14898, manufacture date: 2012-05, expiration date: 2015-05. Lot number: a22178, manufacture date: 2012-06, expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('migration of essure device/ perforation (uterus) /migration of essure device location of device: uterus'), pelvic pain ('severe pelvic pain/pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding/ bleeding') and dysmenorrhoea ('dysmenorrhea cramping),') in a 27-year-old female patient who had essure (batch no. A14898, a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in (B)(6) 2013, cholecystectomy in 2006, gravida (gravida 4), anemia, gravida and salpingectomy. Previously administered products included for birth control: depo provera and nuvaring. Past adverse reactions to the above products included ectopic pregnancy with depo provera; and hysterectomy with nuvaring. Concurrent conditions included menstruation abnormal and cervicitis cystic. Concomitant products included ibuprofen, ibuprofen (motrin) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood changes/ bad mood"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: sever depression/ depression/ psych injury ") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). On (B)(6) 2014, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient underwent tooth extraction ("seven teeth removed /dental problems"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue"), procedural complication ("insertion injury"), infection ("infections"), back pain ("lower back area pain") and complication of device insertion ("insertion complication/first attempt to place essure failed. Second attempt was successful."). The patient was treated with paracetamol (tylenol) and surgery (hysterctomy with unilateral salpingectomy, hysterectomy with unilateral salpingectomy, seven teeth removed, hysterectomy with unilateral salpingectomy and total hysterectomy, salpingectomy left). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, mood swings, depression, psoriasis, headache, allergy to metals, tooth extraction, dyspareunia, vision blurred, weight increased, procedural complication, anxiety and complication of device insertion outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, urinary tract infection, migraine and back pain had resolved and the fatigue and infection was resolving. The reporter considered allergy to metals, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural complication, psoriasis, tooth extraction, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not have any complications from your essure removal procedure. Five coils were noted to project, patient received treatment for : pelvic pain , abdominal , dysmenorrhea, migration, perforation, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: results: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea, fallopian tube perforation, pelvic pain, uterine perforation. Lot number: a14898 manufacture date: 2012-05 expiration date: 2015-05. Lot number: a22178 manufacture date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for urinary tract infection updated to recovered. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (she underwent total hysterectomy) and surgery (she underwent total hysterectomy). At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown and the menstrual disorder had not resolved. The reporter considered device dislocation, fallopian tube perforation and menstrual disorder to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.